Manufacturer narrative:
Pending evaluation. Concomitant device(s): (B)(4) 132-32-51 - nv gxl liner lipped 32mm ID, group 1 cups. (B)(4) 180-65-20 - alteon 6.5mm screw, 20mm. (B)(4) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(4) 186-01-48 - integrip cc, cluster 48mm, g1. (B)(4) 190-20-03 - alt ha s noclr std sz 3.

Event description:
It was reported that this 62 y/o female patient presented back to the surgeon's office with complaints of their right revised hip. The surgeon's office report mentions some medial healing of the medial wall fracture, however he is concerned about loosening of the acetabular implant. A review of the bone scan showed increased uptake around the hip implant. The patient was scheduled for more testing to evaluate the remaining bone stock for choice or revision implant options. The patient was booked for a second revision right tha on (B)(6) 2023. This revision involved the exactech stem and 28mm head. During the revision, the acetabular components were removed and the stem and head were removed. A revision alteon monoblock implant and 28mm head were reimplanted on the femoral side. Djo was re-implanted on the acetabular side. Patient was last known to be in stable condition following the event. Devices are not returning, the implants were saved for lab and legal at the hospital.

Manufacturer narrative:
Section h10: (h3) event has been determined to be non-valid. Competitors products were involved. Please disregard.